Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 08/29/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator would not power up on either alternate current (ac) or battery power. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 09oct2018. Date of manufacturer: 09oct2018. The customer replaced the power management (pm) printed circuit board (pcb) and the unit was returned to use.